Event description:
Lead was explanted and replaced due to low sensing and non capture. Suspected microdislodgment or scar tissue at tip of lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.